Manufacturer narrative:
H6; code 400: broken closure mechanism. Visual inspections and results: lockout position: fired; cartridge condition: fully fired; cartridge return batch number: j00g3j; instrument number: 0411. Functional tests and results: condition of firing trigger lockout: good; condition of pinion gear: good; condition of short rack: good; condition of yoke: good. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported incident may have been caused by damage to the internal components. The instrument was returned non-functional. The instrument was disassembled and was found to have broken channel retainer, a bent knife, and a broken shroud. No conclusion could be reached as to how this damage occurred.

Event description:
The device was used during a laparoscopic thoracotomy procedure. It was reported by the affiliate that the device jammed. There was no consequence to the pt.